Event description:
It was reported that a malfunction code appeared multiple times on the customer's pump. There was no available information regarding the impact on the customer's blood glucose level. Technical support instructed the customer to replace the pump since it was within warranty, confirmed the shipping details, and provided them with storage and return instructions for the problematic pump. The customer declined to share what type of backup therapy they would use while waiting for the replacement pump.